Event description:
The manufacturer received information regarding a philips CPAP device. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 12/02/2024 and section h11 should be reported as: the manufacturer received information regarding a philips CPAP device. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.